Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a procedure, the 800-ml memobag ruptured upon removal." The patient received prophylactic antibiotics to prevent infection. The procedure was prolonged. There was no patient harm or injury. The patient's current condition is reported as "ok".